Manufacturer narrative:
This report is submitted on november 16, 2021.

Event description:
Per the clinic, the patient experienced pain leading to device non-use (specific date not reported). The device was explanted on (B)(6) 2021. It is unknown if there are to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 02, 2021.